Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 20 seconds, the balloon ruptured at the middle part. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.